Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the left ventricular (lv) channel. It was noted that the threshold was slightly elevated. The cause of the high out of range impedance is unknown. The device was reprogrammed, and the patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the left ventricular (lv) channel. It was noted that the threshold was slightly elevated. The cause of the high out of range impedance is unknown. The device was reprogrammed, and the patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.